Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. The customer reported the lancet stayed inside her finger and she removed it. No accidental stick was reported and no medical attention was needed. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).